Manufacturer narrative:
The pump remained in use supporting the patient until the patient expired on (B)(6) 2015 due to infection and right heart failure. (Reference medwatch MFR. Report # 2916596-2016-00263.) The pump was not explanted and an autopsy was not performed. A correlation between the device and the reported infection could not be determined through this evaluation. The instructions for use lists pump pocket infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2015-00062. (B)(4). Approximate age of device ¿ 3 days to diagnosis of infection; 7 months to current date. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2015, the patient experienced a pump pocket infection shortly after a pump exchange. The patient is currently on IV antibiotics for chronic infection. It was reported that if the infection cannot get under control, exchange to another device may be performed. No additional information was provided.